Event description:
Patient reported experiencing elevated blood glucose readings in the 200's mg/dl, check her site, and noticed the adhesive of her infusion set was wet. Patient stated she also had a leak in her infusion set 2 days ago. Patient alleges the elevated reading is due to the leakage of the infusion set at the cannula. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.